Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information that the patient's lead and ens will not be returned for analysis as they were discarded by the physician. It was also reported the patient did have stimulation just not on the right side of their lower back for reasons that were unknown. The leads were not placed in the wrong place. This was the assumption of the patient. The leads were placed in the desired area of the physician. The patient's anatomy could be the reason why the stimulation was not on the right. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was trialing an external neurostimulator (ens). It was reported that the patient's trial was unsuccessful. They weren't able to receive relief in the right lower back. The patient was programmed with evolve settings with two midline percutaneous leads (not parallel) and placement spanned from the mid t7 to the bottom t10. Intra-procedure mapping captured the patient's primary right lower back side but post-operation programming could only capture the patient's lower back and legs. The patient was sent home on hd settings and this gave them partial relief but the patient was unsure. Midtrial the patient was reprogrammed to ld settings but this only captured the left lower back and leg parasthesia. The lead pull was performed on (B)(6) 2018. The patient didn't want to commit to implant because they were unsure if they received adequate relief. The patient called the representative on (B)(6) 2018 and stated that they believed they placed the leads in the wrong area since they weren't feeling stimulation on the left back and not right. The patient requested a second trial and was advised to follow up with their healthcare provider. No further complications reported.